Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral embolization procedure, a missing coil was noted. The target lesion was located in splenic artery. The 16 mm x 20 cm idc-18 coil and the delivery wire was advanced into the lesion. The physician was not able to confirm the presence of the coil. The device was removed and it was noted that the coil was missing. The coil of the device was not checked prior to use. Per the physician, the coil maybe was not included in the device. Intermittent flush was maintained during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good